Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: 2 micro fx drills broke during the hip arthroscopy; broke at the connection between the flexible and rigid portion of the device. The probable root causes could be: user excessive force on device, running drill in reverse, or 3) drill is started/stopped while in bone. The device manufacture date is not known. (B)(4).

Event description:
It was reported that the drills broke during surgery. The broken pieces were retrieved and the surgery was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the drills broke during surgery. The broken pieces were retrieved and the surgery was completed successfully.